Event description:
Healthcare professional reports a nurse was injured on her left index finger from a piece of glass when activating the direct check quality control. The nurse was not using the protective sleeve at the time of the incident. She performed standard first aid to the affected area. No report of serious injury or administration of medical treatment. Customer advised the affected area is healing and there are no signs of infection.

Manufacturer narrative:
(B)(4). Actual device not evaluated. Process eval performed. Device history records reviewed and found to meet release specifications. No related ncrs or current complaint trends identified. Human factors issue. End user was not using the protective sleeve at the time of the injury. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Each package includes an insert containing a picture demonstrating the preferred technique to use during activation of the assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the assembly.